Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer also mentioned other blood glucose values such as 100 mg/dl, 284 mg/dl, 116 mg/dl. The customer was treated for their low with 6 (B)(6). The customer declined to troubleshoot for the low blood glucose incident. It was unknown that the insulin pump was on auto mode or not at the time of incident. The insulin pump will not be returned for analysis.